Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission showed that the atrial lead exhibited high capture threshold, high impedance and noise leading to oversensing and triggering auto mode switch episodes. Fluoroscopy showed damage on the lead. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.